Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pre-test saline was injected retrograde from the funnel of the foley catheter into the drainage lumen, but saline did not flow in from the middle of the injection, the syringe plunger could not be pushed at all.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjw2601. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pre-test saline was injected retrograde from the funnel of the foley catheter into the drainage lumen, but saline did not flow in from the middle of the injection, the syringe plunger could not be pushed at all.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Re-evaluation: attempted to flush drainage lumen with d.I. Water and the d.I. Water did not go through as there was a blockage. Blue methylene solution was injected into the drainage lumen to better see the blockage. Further inspection noted that there was excess silicone inside of the drainage lumen preventing anything from passing through. This is out of specification per inspection procedure, ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Root cause: the blockage of the drain lumen was determined to be due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as CAPA 11881143 is applicable for this product lot number. Based on the investigation results no additional action is required at this time. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pre-test saline was injected retrograde from the funnel of the foley catheter into the drainage lumen, but saline did not flow in from the middle of the injection, the syringe plunger could not be pushed at all.